Manufacturer narrative:
B5; additional information received; it was confirmed that there was no damage noted to the reliant balloon or its packaging prior to use. IFU ( instructions for use) was followed and the physician ballooned with normal pressure within the graft. The balloon was inflated approximately 4 to 5 times with 25cc of inflation solution. There was no stent graft movement noted during balloon inflation that could have caused the rupture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant stent graft balloon (0011630571) was used during an unknown endovascular procedure. It was reported that during the index procedure, during touch-up of the main body- stent the reliant balloon burst during partial expansion. A replacement reliant balloon was used to complete the treatment. As per the physician the cause of the ruptured balloon is undetermined. No additional clinical sequalae were reported and the patient is fine.